Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed in sites #22 and #27 during a complex procedure in class ii bone. The implants were tipped to avoid adjacent extraction sockets. The pt wore a denture which was lined and relieved sufficiently. The implants were loose and were removed 3 months post-operatively.